Manufacturer narrative:
Manufacturer investigation conclusion. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported arrhythmia and right ventricular (rv) failure could not be conclusively established through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No notable alarms or events were captured. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia and right heart failure as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for arrhythmia and right ventricular failure. Review of the patient's log files showed low flow events on (B)(6) 2021 and (B)(6) 2021. These occurred at times when pi was elevated. No other unusual events were seen in the files, and the mechanical circulatory support (mcs) equipment appeared to be operating as intended.